Event description:
It was reported that the ventilator failed the blower inlet test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator turbine module was replaced and sent in for technical investigation together with the ventilator device logs. The visual inspection of the returned turbine module did not reveal any errors. Evaluation of the returned logs can confirm the reported issue during pre-use check. The technical investigation of the ventilator turbine module did not show any errors when mounted into a test ventilator device. The unit passes pre-use check and simulated ventilation on a test lung for one week without any generation of faults. The returned logs contain the error code 2 that indicates an issue with the air filter. The cause of the reported issue during pre-use check cannot be established by this investigation, no errors could be reproduced.

Event description:
Manufacturer's ref. #: (B)(4).